Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned husband of the pt told the caller that due to a "issue with the leads" the caller could not have any MRI. Tss asked clarifying question if the caller meant that the lead model number would prevent full body MRI, but pt would still be head only eligible. Tss understood caller was just relaying information told to them by the pt. Tss reviewed MRI eligibility. Tss also asked if the caller knew anything more about the "issue" the pt was referring to, and caller said they had no more information about this issue. Tss understood that the pt may have been told they could not have MRI because their lead was not eligible for full-body MRI due to model number of lead. Case made sr due to lack of clarity on the use of the word "issue." Hcp not asked due to nature of complaint.